Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, frozen blue olympus image after starting the device was noted due to defective cp board. The probable cause of the defect was due to normal wear and tear or customer's handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that when the visera elite ii video system center is switched on, the blue background and an olympus logo appear on the touch screen. After a few minutes, the touch screen becomes completely black. The event occurred during preparation for use. During a standard service inspection of the customer returned device, defective cp board was noted. This report is to capture the reportable malfunction found at inspection. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was necessary to replace the defective cp (plate) board for the device to function properly. Olympus will continue to monitor field performance for this device.